Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1600 mg/dl; cause of bg level was not known. Reportedly, customer was found unresponsive; and had "hit [their] head", with the pump disconnected from their body and a set of new supplies next to them. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, resolving the issue. Customer was discharged 25 days later with residual "memory loss". No additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.